Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that a month and a half after implant the patient stopped getting relief like he use to. The therapy was no longer working like it did initially and the leads moved or did something because he was not getting relief. A rep reprogrammed the device, but the patient didn't notice a significant change. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead ,product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had x-rays and various attempts to adjust the setting to no avail. The patient¿s surgeon told them they had scar tissue from the trial that make it hard to position the leads during the implant procedure. The issue was not resolved and they consulted with the neurosurgeon about options.